Manufacturer narrative:
The company rep examined the system and found an intermittent home sensor failure. The company rep replaced the IV pole assembly. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a system message displayed and there was an IV pole failure during a cataract with intraocular lens implant procedure. The case was completed with another system following a delay of approx one hour. There was no harm to the pt.